Manufacturer narrative:
The product has been returned. This report will be updated upon completion of the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device battery appeared to be depleting more quickly than expected, and the patient underwent surgical intervention to explant and replace this device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Also, event date was updated as product analysis revealed the date in which the code 1003 was first recorded. The product has been returned. This report will be updated upon completion of the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device battery appeared to be depleting more quickly than expected, and the patient underwent surgical intervention to explant and replace this device. No additional adverse patient effects were reported.